Manufacturer narrative:
The clinical nurse educator at the user facility informed the endoscopy support specialist (ess) with the restrictions for vendor visiting hospitals due to covid-19, the facility is not wanting to schedule any in-service at this time. The ess provided him with the ontrack reprocessing forms and the clinical nurse educator stated that they are using the ontrack.forms. In addition, the endoscopy account manager reported the following, the minimum effective concentration is being checked every cycle. The type of automated endoscope reprocessor (aer) machine being used to reprocess the endoscope is an oer-pro. The serial number was not provided. The endoscope channel is being brushed during manual cleaning with a disposable brush, model bw-412t. Pre-cleaning is being performed immediately after a procedure following the manufacture instruction manual. The endoscope is being leak tested prior to manual cleaning with a veriscan device. There have not been any issues with the aer. There was no flushing of air into the channel of the endoscope after reprocessing. The last time a reprocessing in-service was provided was february, 2019. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored hung in a cabinet. The device was inspected prior to use and no abnormalities were observed.

Manufacturer narrative:
The endoscopy account manager advised that the customer does not an issue with a positive culture with the scope. There has been an issue at the user facility with black glue being pushed out of the scope during reprocessing. This scope was sent in as they wanted it to be inspected. There was no patient injury. The exact date the event occurred on is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the scope's physical evaluation results. A visual inspection was performed on the received condition of the scope and there was no indication of foreign stain, debris and or substance inside the instrument channel. However, there was evidence of an excess amount of black glue observed inside the instrument channel at the distal end side where the channel and distal end cover assembly. The scope passed the leak test. In addition, both ends of the bending section cover glue were discolored. Additionally, the service group noted deep scratches on the distal end plastic cover, cracked bending section cover glue, peeling adhesive from the objective lens and dry residue inside distal light guide lens. The scope was repaired and returned to the user facility. The material manager at the user facility further reported that the cleaning and disinfectant solutions being used are acecide-c and all manufacturer recommended products. If additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: physical stress and chemical stress. Since trauma (scratches, dents) has been confirmed at the tip of the device, it is likely that the adhesive around the lg lens may have peeled off and moisture or foreign matter may have entered. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope ¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.".

Manufacturer narrative:
The device referenced in this report was returned but the evaluation is in progress. A review of the instrument history showed that the user facility purchased the device on may 17, 2016, and has received service twelve times via repair. The last repair was performed on (B)(6) 2020 for a switch function issue. As part of our investigation in this report, an endoscopy support specialist was requested to be dispatched to the user facility to observe their reprocessing practices. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The service center was informed that the device culture tested positive for an unspecified microorganism or bacteria after it has been reprocessed. There was no patient infection associated with this report.